Event description:
It was reported that during an unknown procedure, the stapler arrived in central receiving hospital with perforated packaging/damaged, precluding their use and delivery to the surgical center. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The complaint indicated perforated package. One individual sealed package was returned without sales unit carton. There was evidence of compression damage as lidstock material was compressed over instrument contours and the package was dirty from handling. Four perforations were confirmed to be in the lid of the package. The four cuts were made with a sharp bladed object from the outside in and were in roughly a square formation. The cuts may have been caused when someone was cutting an object that was lying atop the package or cutting into sales unit carton. Blades are not used in the packaging process and all product is placed into cartons immediately after sealing and 100% visual inspection. Cuts and damage on the package lid most likely caused external to packaging process. Lot history records were reviewed and no protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.